Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an ischemic thrombectomy procedure to treat an ischemic stroke in the right middle cerebral artery m1, there was resistance encountered during the delivery of the solitaire ab 6-30 stent. The resistance occurred in the proximal section of the catheter, leading to the replacement of the stent with the same model. The baseline nihss score was 12, and post-procedure it was 4. The tici score post-procedure was 3a. The intermediate catheter and microcatheter were in place, and after the stent was fully hydrated and delivered through the y valve, resistance increased after entering approximately 5-10 cm, preventing further advancement. The stent and microcatheter were withdrawn for observation, and no kinking was found in the microcatheter. After replacing the stent with the same model, the delivery proceeded smoothly. The vessel tortuosity was minimal, and the stroke onset to reperfusion time was 120 minutes. The stent was explanted and replaced. The cause of the resistance was not determined, though the customer believed it to be an issue with the stent.